Event description:
The patient reportedly experienced a loss of lock with her internal device. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolve the problem. Revision surgery will be scheduled.